Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? Procedure date? What was the date of the reaction, day post op? What other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi. Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? Do you have the product code and /or lot number used? Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date and topical skin adhesive was used. Roughly two weeks post op, patient had a reaction. The area looks red. Treated with a topical cream as well as an oral antibiotic. Additional information has been requested.